Event description:
Post atrial fibrillation procedure, the patient experienced a stroke and expired. The procedure was performed without complications and the patient was discharged the following day. Approximately, one week later, the patient presented to the neurology department stroke symptoms. A CT was done which confirmed the stroke and the patient passed away. There were no performance issues with any abbott devices used during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported stroke remains unknown.